Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the batteries in the zimmer pulse lavage were difficult to remove from the pack at the end of the procedure. Staff members were cutting the wires to remove it from the contaminated portion. Staff stated that they were unable to remove the batteries from the housing. They left the batteries in the housing and in more than one occasion the housing with the batteries had been hot, which leaves a potential fire hazard. Additional information was received from the customer of november 7, 2016, stating that the event has occurred often, the battery packs are very difficult to remove from the container. The event occurs after surgery when the staff need to dispose of the entire irrigation system. The container (battery pack) is very difficult to open to remove the batteries from. This leaves the circulator to dispose of in the garbage. Also leaving them in the container in a bin, they are collecting heat. There was no patient or user harm, delay in surgery or alternate device required as the event as it occurred after surgery, during cleanup of the room. There is a delay in the cleaning of the room when the circulators are spending time figuring out the most safest when to dispose of equipment.